Event description:
Plaintiff reports initial bilateral implantation 7/28/81. Plaintiff alleges " injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.